Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08698. It was reported that the patient experienced unintended stimulation in an incorrect body area after suffered from a car accident. The ipg was protruding and visible. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.